Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the cadiere forceps was not opening, closing, or maneuvering effectively, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the complaint regarding the cadiere forceps not opening, closing, or maneuvering effectively was not confirmed or replicated by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Visual inspection found no damage to the instrument. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Manufacturer narrative:
The cadiere forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument logs for the cadiere forceps (part# 471049-08 / lot# k10220418-0222) associated with this event was last used during a chest anastomosis esophagectomy transthoracic procedure on 02-sep-2022. Images and video clips associated with this reported event were not submitted for review. This complaint is being reported based on the following conclusion: it was alleged that the cadiere forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument was not opening, closing, or maneuvering effectively. A new instrument was obtained after this was recognized by the team and the case was able to proceed. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.